Manufacturer narrative:
The unit had all operating currents within specifications. The unit passed functional testings including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit did not have any motor error alarms. However, per visual inspection, the motor home switch was found with corrosion. The unit had a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window corners, a cracked reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a minor scratched lcd window, and a stained end cap sticker.

Event description:
The customer called in to report a hospitalization due to high blood pressure and high blood glucose levels. The customer received a motor error alarm while in the hospital and needed to troubleshoot. The customer's blood glucose level was 530 mg/dl at the start of the event, 441 mg/dl at the time of incident, but was 115 mg/dl at the time of call. The customer's symptoms included nausea, body aches, and bloody vomit. The customer was wearing the device at the time of admission. The cause of the event was high blood glucose levels. The customer was treated with an insulin IV drip and fluids. The customer tried to troubleshoot for the motor error alarm but it kept occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.